Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical assessment of the event and determined that the device use did not contribute to the patient's outcome. Although it is unknown whether the patient was in a shockable rhythm or required defibrillation from the alternate device, there is enough information, such as achievement of rosc and the presence of unfavorable prognostic factors, to reasonably conclude that the device did not contribute to the patient's outcome.

Event description:
The customer contacted stryker to report that their device was not recognizing the electrodes being placed on the patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Stryker product assessment center evaluated the device but could not confirm the reported issue through testing or device log analysis because the electrode tray was not returned with the device. Since the electrode tray was not returned the root cause could not be established. During testing, the device was able to detect a shockable rhythm and perform a test shock with no discrepancies. The device was archived and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device was not recognizing the electrodes being placed on the patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.